Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that it seemed like their ins was not working effectively. The patient reported they went to increase the amplitude from 0.9 ma to 1.0 ma, but discovered the amplitude was already set at 1.0 ma. The patient reported the device did this on it's own, and that they had their external components safely in a drawer after adjusting the settings to 0.9 ma. The patient did not report any prior incidences like this, and will continue to monitor. As of about 2 weeks ago, the patient reported having "niagara falls" when they stood up from a sitting position. The agent reviewed indications for interstim and suggested the  patient report new symptom to managing healthcare provider (hcp). The patient said they could be washing dishes and all of a sudden they would pee on themselves and not realize it. The agent reviewed therapy information and general programming guidance. The patient was able to connect to their implant and change programs. They confirmed stimulation in bicycle seat area and comfortable. The patient will maintain stimulation level and will continue to track symptoms. They were redirect to their doctor if the issue persisted. Of note, when the agent asked for event date patient reported their symptoms have been getting progressively worse, but "niagara falls" has been going on for about 2 weeks.